Event description:
The sales representative reported on behalf of the customer that the device, lapvue10, 10/ca laparovue visibility sys, was being used on (B)(6) 2021 during a robotic assisted total gastrectomy procedure and the ¿the sponge came apart when pulling it through a trocar.¿ there was no report of impact or injury to the patient. There was no report of a delay and the procedure was completed. After further assessment, it was discovered all pieces of the device were retrieved with a laparoscopic grasper. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿the sponge came apart when pulled through the trocar¿ is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided; therefore, root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: grasp the handle and push the foam head straight into the trocar. Do not release or bend the vuetip trocar swab. This issue will continue to be monitored through the complaint system to assure patient safety.